Event description:
It was reported that the right ventricular lead had undersensing and dislodgement. It was noted that the physician suspected twiddler's syndrome. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was breached (non-electrical) and had environmental stress cracking and the outer insulation had a cosmetic depression.